Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11374. It was reported the pt had heating at the ipg pocket site while the system was off. The pt reported the issue was not related to charging the ipg, or utilizing the stimulation. It was reported the pt received the sjm charging letter, and had not charged the ipg since that time. The sjm rep met with the pt and determined the pt had lost some weight and the ipg was superficial. The pt was advised regarding the charging recommendations. A f/u appointment with the pt was the next course of action. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal report number: 1627487-07262012-001-c. This ipg serial number was included in field advisories, and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.